Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the device infection and aneurysm enlargement could not be determined with the information available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to device infection and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore tag thoracic endoprosthesis. Prior to the tag implantation, the left subclavian artery was coil embolized and a metallic stent was implanted at the right vertebral artery. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. On (B)(6) 2012, infection of the device was identified. The cause of the infection was reported to be unknown. On the same day, the patient started treatment with antibiotics. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm was 57mm. No endoleaks were reported. It was also reported that the infection still remained, therefore the patient continued treatment with antibiotics. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 64mm. No endoleaks were reported. It was also reported that the infection still remained, therefore the patient continued treatment with antibiotics. According to the cro in (B)(6), no further information is available.